Event description:
Zeiss microscope, red reflex light not centered in field. Case was in progress at the time, biomed notified and checked scope unable to adjust, dr. Was able to continue case. Scope removed and biomed to contact manufacturer for adjustment.